Event description:
It was reported, the left ventricular lead was reprogrammed several times for diaphragmatic stimulation without the success of maintaining ventricular capture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.